Event description:
It was reported that the patient experienced high blood glucose due to infusion set came off event on (B)(6) 2026. The high blood glucose had been treated with correction bolus via pump.

Manufacturer narrative:
MDR (B)(4) / initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.